Event description:
It was reported that the patient had an imaging done in 2023 that showed peripheral thrombus within a patent left ventricular assist device (lvad) outflow graft.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombus and an accumulation of outflow graft bio-debris, also known as extrinsic outflow graft obstruction (eogo), was unable to be conclusively confirmed through the submitted images, and no product was available for evaluation. A specific cause for the reported event could not be conclusively determined. A direct correlation with heartmate ii left ventricular assist system (lvas), serial number: (B)(6) and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established. The submitted computed tomography angiography (cta) images of the outflow graft were reviewed for this evaluation; however, eogo was unable to be conclusively confirmed through the submitted images. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including hemolysis and device thrombosis. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the outflow graft thrombus was thought to be within the outflow graft lumen with no significant stenosis.

Event description:
The thrombus was first found on (B)(6)2023. There were no changes to patient condition or anticoagulation status that may have contributed. International normalized ratio was therapeutic at the time. Thought was mild outflow debris accumulation. There were no speed changes. There was elevated lactose dehydrogenase (ldh) but there were no clinical signs of hemolysis. Ldh was resolved. Plan was not a significant amount of bio debris to warrant outflow graft obstruction decompression. Thrombus appeared ongoing with a mild amount that intermittently caused issues with parameters and no clinical change in patient condition.